Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2019, the patient was admitted to hospital due to intrauterine pregnancy for 38+5 weeks. On (B)(6), lower uterine cesarean section was performed. The procedure used a 2-0 session of absorbable surgical suture. Operation was completed smoothly. After surgery, intraoperative and postoperative life signs were stable, and the patient was transferred back to the ward for anti-infective treatment. On (B)(6), the operative wound did not heal well. The suture was not absorbed in the fat layer and the yellowish secretions were exuded. The wound surface presented dark red fat granule. The surface of the bad colored tissue attached to the surface. The suture was removed and the wound was washed with hydrogen peroxide, saline and sutured again. The patient recovered well.